Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently locked up and displayed a communication failure error message. There is no report of patient injury associated with this event.